Event description:
It was reported that the wake button was delayed in responding to touch. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.